Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing. Subsequently, the lead was was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.